Event description:
Illness after breast implants. Debilitating pain, vertigo, memory and cognitive decline, nerve pain, low white blood count, infections, cramping, seizures, vision problems, hair loss etc.